Manufacturer narrative:
The reagent lot number and expiration date were requested but were not provided. Over the course of multiple service visits, the field service engineer (fse) checked and adjusted multiple parts of the instrument, performed preventive maintenance including the replacement of the gear pump head, cleaned the ultrasonic mixer, performed full decontamination of the flow path, and replaced reagent nozzles, vacuum tubing, and detergent delivery valves. A precision check passed and calibration and qc were acceptable. The customer has had no further issues since the last service visit. The investigation is ongoing.

Event description:
We received an allegation of questionable high results for multiple patient samples tested for crep2 on a cobas 8000 c702 module. The following are examples of discrepant results for 5 patient samples. On (B)(6) 2024 patient 1 initial result was 90.2 mol/l and the repeat result was 63 mol/l. On (B)(6) 2024 patient 2 initial result was 104.0 umol/l and the repeat result was 73.4 umol/l. On (B)(6) 2024 patient 3 initial result was 92.1 umol/l and the repeat result was 61 umol/l. On (B)(6) 2024 patient 4 initial result was 85.6 umol/l and the repeat result was 55 umol/l. On (B)(6) 2024 patient 5 initial result was 96.4 mol/l and the repeat result was 71.8 mol/l.

Manufacturer narrative:
The investigation concluded that the service actions taken resolved the issue.